Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was failed and not detected on bus. A field service engineer reseated the row board cable for drawer's auxiliary 1.1 and 1.2 and performed testing in hardware test application (hta), where three 1x1 cubies were incorrectly recognized as a single 3x1 cubie, ejected two cubies and restarted hardware test application (hta), which temporarily resolved the issue; however, reinserting the cubies caused them to be detected as a 1x3 configuration, determined the two cubies to be faulty and advised replacement. Completed hardware test application (hta) testing and had the customer validate functionality within the application. Upon launching the application, identified an auxiliary 1.1 e0 error, attempted remediation without success, and escalated the issue to the technical support center (tsc) specialist for further investigation. Good faith attempts were made to get the additional information. No responses received from the field service engineer and the fse manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.2 was failed and not detected on bus. Customer tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.